Event description:
The manufacturer received information via phone call that a patient (husband) passed away in 2023. The caller states that the "husband did not pass by use of the device. The durable medical equipment (dme) company picked up all of the equipment they received an envelope with paperwork, trilogy device questions from tracked device. The reporter does not have device information (ie., sn, lot#, or anything) on the letter. They need to report any device in their possession. The alleged harm death has been assessed by the clinical expert as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
No device information is available. The product brand name, 510k number, serial number, model number, catalog item identifier, product UDI, and manufacture date will be updated if and when the information becomes available.